Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the conductor coils had become slightly deformed. A puncture hole was noted inside the insulation. This type of damage is consistent with a guidewire escaping the lumen while backloading.

Event description:
It was reported that during the implant attempt of this left ventricular (lv) lead, while the surgical technician was preparing the lead, the whisper guidewire perforated the lead. As such, the lv lead was discarded, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that during the implant attempt of this left ventricular (lv) lead, while the surgical technician was preparing the lead, the whisper guidewire perforated the lead. As such, the lv lead was discarded and a new lead was used. No adverse patient effects were reported.